Event description:
The pt reported that the "ok" button does not click and responds to presses intermittently. The pt reports exposing the pump to water.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.